Manufacturer narrative:
(B)(4).as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements less than 200 ohms, no capture on no sensing on the atrial channel. A revision procedure was performed and the system was removed from service and replaced. No adverse patient effects were reported.